Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 19690086.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting adequate pain relief. The patient underwent an ipg and lead explant procedure. No further information has been obtained despite good faith efforts.